Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and battery testing were performed. The blown fuse was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the fuse was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a blown fuse. No additional information is available.